Event description:
It was reported the single use electrosurgical knife's distal end insulation part fell off during an endoscopic submucosal dissection procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: d4, h4 corrected fields: d7, g2, h6 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1)due to the factors described below, an electrical discharge between the tissue and the cutting knife occurred during output activation. ¿the output setting for activation was too high ¿the electrosurgical unit was used in the coagulation mode. ¿the output activation time was too long. 2) the discharge generated high localized heat on the cutting knife, causing the base of the knife to be thin due to thermal damage. As a result, the strength of the cutting knife decreased. 3)during tissue incision, a load was applied to the cutting knife with reduced strength, which might have caused the cutting knife to break. However, the exact cause of the electrical discharge could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.